Manufacturer narrative:
The wheel base on the cart are bending to a point where the recorders have trouble moving and the stability of the cart is degraded. This cart is used with the mee-2000a which is an iom system used for evoked potentials, eegs, and emgs. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The wheel base on the cart are bending to a point where the recorders have trouble moving and the stability of the cart is degraded. This cart is used with the mee-2000a which is an iom system used for evoked potentials, eegs, and emgs.

Manufacturer narrative:
The wheel base on the cart are bending to a point where the recorders have trouble moving and the stability of the cart is degraded. This cart is used with the mee-2000a which is an iom system used for evoked potentials, eegs, and emgs. A scar (supplier corrective action) was sent to the supplier modo to resolve the issue of the wheels bowing and breaking off. Root cause: it appears field use loads and requirements exceed those specified in the design requirements. Field conditions may include a higher load and or more aggressive use. Corrective action: modo agreed to 3 phase approach. 1- washer retrofit kit, 2- field upgrade kit and 3- redesign. Nka agreed to all three. 1- washer retrofit kit nih 9600 were developed and shipped. Modo eco 95732. 2- upgrade kit was developed for field upgrades. This kit included a new design for the base. Included on eco 95744. 3- nih agreed to redesign. Redesign was completed. The eco was approved by nka. Change will be implemented on the open order. Validation: for the months of january and february 2019 after the hardware lkit was implemented at john hopkins on brand new carts, there have been no complaints on the carts and are working as they should.

Event description:
The wheel base on the cart are bending to a point where the recorders have trouble moving's and the stability of the cart is degraded. This cart is used with the mee-2000a which is an iom system used for evoked potentials, eegs, and emgs.

Manufacturer narrative:
H10: additional narrative: the customer reported on (B)(6) 2018 that the wheel bases on carts were on the brink of cart failures. The wheel bases for each of these machines are bending to a point where the recorders have trouble moving. Service requested: the customer requested replacement for the defective units. Service provided: a scar was initiated for this issue. 7 out of 12 carts at customer's site were replaced with new modo carts, including the wheel base reinforcement with the new modo hardware kit. The remaining 5 carts were inspected, and they were already reinforced with similar hardware kits by onsite biomed/it which was like that of modo. None of the 5 carts were showing a compromised wheel base at the time of inspection. Investigation result: a scar18-037 was initiated for this issue. Per scar, the root cause of the issue was determined to be user error where the end user used heavier loads, which exceeded the specified design requirements. The supplier agreed to change/update 3 phases. 1- washer retrofit kit, 2- field upgrade kit and 3- redesign. 1 washer retrofit kit nih 9600 were developed and shipped. Modo eco 95732. 2- upgrade kit was developed for field upgrades. This kit included a new design for the base. Included on eco 95744. 3- nih agreed to redesign. Redesign was completed. After the hardware kit was implemented at (B)(6) on brand new carts, there have been no complaints on the carts and are working as they should. We are receiving the upgraded carts from modo as of january 2019 with the eco change implemented. So going forward, the carts shipped will have the upgraded design. Corrected information: g4. Date received by manufacturer: should be 10/01/2018 not 10/30/2018 as listed on MDR initial report. Additional information: b4. Date of this report. D4. Serial#. F6. Date user facility/importer became aware of the event. F7. Type of report. F9. Approximate age of device. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H4. Device manufacture date. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.